Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer reported back to confirm that the issue was resolved and that the issue was related to a non-olympus product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue was resolved by their information technology department and provation. The issue was with the software. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6) hospital (written here due to character restriction in e1).

Event description:
The customer reported to olympus, the evis exera iii video system center had no signal to the provation software. There were no reports of patient harm.